Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to motor error alarms. Pump received with broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump top of reservoir compartment was cracked and received no delivery alarm. Blood glucose was unknown. The insulin pump will not be returned for analysis.